Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable device exhibited difficulties to be interrogated. Technical services (ts) was contacted and recommended troubleshooting options. It was mentioned that a follow up with the field representative will be performed. This device remains in service. No adverse patient effects were reported.